Manufacturer narrative:
The user experienced severe hyperglycemia resulting in hospitalization. Review of available information indicates the ilet was not in active use at the time of the event, as engineering logs show the device had been powered off for several weeks prior to the reported hospitalization and was not powered on again until after discharge. As a result, automated insulin delivery was not occurring during the period in which blood glucose reportedly rose to extremely high levels, necessitating inpatient treatment with intravenous insulin. No device malfunction was identified based on available information. Given the absence of device operation, lack of contemporaneous device data, and limited patient recall, the hyperglycemic event was attributed to non-device-related clinical factors in the setting of interrupted insulin therapy. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 05-jan-2026 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels reported by the user as high as approximately 1,000 mg/dl. The user was hospitalized from (B)(6) 2025 to (B)(6) 2025, where the user was treated with intravenous insulin and subsequently discharged. No long-term health effects were reported.